Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6 and h10. The e1 "telephone number" field was corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance with the following instructions for use: - evis exera ii gif/sif type 180 series operation manual chapter 3 preparation and inspection shows how to detect the event. - evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: serveral scratches found throughout the device, electrical connector has corrosion due to water leakage, due to clogging of water tube, water supply volume does not meet specifications, plastic distal end cover has a dent, adhesive on bending section has a crack, connecting tube has a cut, and universal cord has coating peeling. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope air/water connection was loose. During inspection and evaluation, a whitish foreign material was found inside the air/water tube. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.